Manufacturer narrative:
Unit passed displacement test; it failed sleep current measurement, active current measurement, and self tests. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. The middle (enter) keypad button became unresponsive during troubleshooting. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the middle (enter) keypad button remained unresponsive. The problem seems to be due to something with pcba1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 115 mg/dl. The customer did received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated that the battery was not previously used. Customer stated that the battery cap was not loosed, cracked or damaged and the second occurrence of replace battery alert or replace battery now in less than 8 hours after a low battery warning. Troubleshooting was performed. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was advised to the insulin pump will need to be replaced and they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.